Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had exposed wires on the driveline proximal to the modular cable and on the black power cable and the bend relief proximal to the system controller. The patient denied any alarms and no alarms were noted on interrogation. Rescue tape was applied. There were no unusual events recorded in the log file event history. The log files do not contain any evidence that the driveline or power lead damage had interfered with any mechanical circulatory support equipment operation. Additional information was received that the damage was continued to be covered with rescue tape. Alarms were to be monitored and if they were to persist, the controller would be exchanged.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported damage to the outer jacket of the pump cable could not be confirmed as no photos of the damage were provided and the patient remains ongoing on (B)(6). The submitted log files contained no indication of a functional issue with the driveline and appeared to show the pump operating as intended. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU is currently available. Section 5 ¿surgical procedures¿ cautions the user that sharp bends, twists, or kinks in the driveline may make it more susceptible to wear and fatigue over time. Section 6 ¿patient care and management¿ cautions the user to avoid pulling on or moving the driveline. This section further cautions: "do not twist, kink, or sharply bend the driveline, system controller power cables, the power module patient cable, or the mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the left ventricular assist device to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten.¿ section 6 also instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears and urges patients to inform their hospital contact immediately if they find signs of driveline damage. No further information was provided. The manufacturer is closing the file on this event.